Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A patient reported that two years following a cataract extraction with intraocular lens (iol) implant procedure, low light areas make it difficult to see as everything is fuzzy. Driving at night is causing difficulty to read the freeway signs until very close to the signs. There are two medical device reports associated with this patient. This file is for the right eye. Attempts to contact the initial reporter have been unsuccessful.